Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of '7.0 mmol/l" as compared to "5.0 mmol/l" on another meter within 30 minutes (ultraeasy). This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (08/08/2013)-device evaluation: the analysis of the subject meter was completed on 08/03/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.